Event description:
Attorney contacted manufacturer alleging the patient was hospitalized for 3 days for an intrathecal baclofen overdose resulting in hypotension. The discharging physician noted in the discharge report the following: "however, the concentration of the medication was inadvertently programmed at 200mcg instead of 2000. In light of this the patient had received about a 700 to 800 mcg bolus of baclofen, which accounts for their acute overdose."